Event description:
A programming history review in the programming history database was conducted for this patient¿s device and a systems diagnostic test indicated high impedance. After the high impedance reading, several more system diagnostic tests were performed that showed impedance values within normal limits. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that this patient¿s generator replacement surgery has taken place. The device has not been received by the manufacturer to date. No other relevant information has been received to date.